Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he noted a bent haptic during insertion. The iol was removed and the surgeon indicated a different iol would be placed during a separate procedure. Additional information has been requested.